Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one partial returned used sensor, one needle hub not returned and performed a visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose event was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to difference in sensor glucose and blood glucose. The customer treated hypoglycemia with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-1884, mmt-397a, mmt-326a. Troubleshooting was completed, and it was confirmed that the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. The customer reported blood glucose value as 53 mg/dl and sensor glucose value as 250 mg/dl. No further patient complications were reported. Mmt-7040a was requested and customer response was the device was returned. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-326a.